Event description:
Healthcare professional reported "confirmed case of alcl" from a case study. Pathological markers confirming alcl have not been received. This record represents the left side. Device status is unknown.

Manufacturer narrative:
The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested and follow-up has been declined by reporter. No additional information is available at this time. The reason for reoperation is: "confirmed case of alcl."